Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00035).

Manufacturer narrative:
On 11/10/2020, zyno medical sent a quality alert to the contract manufacturer about the complaint. On 11/11/2020, the distributor notified zyno medical that the customer will not be sending any samples for investigation. The reported issue couldn't be confirmed.

Manufacturer narrative:
The contract manufacturer provided a response letter with investigation results on (B)(6) 2020. A gemba walk was carried out to identify possible findings in the manufacturing process. No opportunities were found in the manufacturing process that could cause the failure mode. Leak tests were performed using unused samples from the same lot # retained by the contract manufacturer. No leaking was observed. The failure mode could not be confirmed. No corrective or preventative actions were performed since the root cause could not be determined.

Event description:
This is the second follow-up for the initially filed MDR (3006575795-2020-00035).

Manufacturer narrative:
Correction: in the MDR 3006575795-2020-00035_complaint 2020v-030 follow up 2, it was reported that "leak tests were performed using unused samples from the same lot # retained by the contract manufacturer." This information is not correct. On 01/15/2021, the contract manufacturer confirmed that the leaking test report provided is part of the device history record (DHR), which was generated prior to the product release. The DHR review confirmed that the lot passed the leaking test during the manufacturing.

Event description:
This is the third follow-up for the initially filed MDR (3006575795-2020-00035).

Manufacturer narrative:
The samples have not been returned for evaluation yet.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2020 and stated that "an administration set model a2-80071-df lot 20036759 was leaking at the filter." The set was discarded and will not be returned. A sample from the same lot will be returned. A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was unknown. The contract manufacturer of the affected device is becton, dickinson and company.